Event description:
It was reported that the vns patient passed away on (B)(6) 2012. The cause of death and its relationship to vns are unknown. No further information relevant to the patient¿s death has been received to date.

Manufacturer narrative:
Analysis of programming history.if explanted, give date (mo/day/yr), corrected data: previously submitted MDR omitted that the device was explanted.previously submitted MDR omitted that the device was discarded.

Event description:
Programming history was reviewed on 01/22/2014. The last available setting are from (B)(6) 2012, and device diagnostics from december 2011 were within normal limits.

Manufacturer narrative:
.

Event description:
It was reported from the funeral home that the cause of death was seizures disorder. The patient was cremated and the device was discarded.